Event description:
It was reported that during a longer thyroid surgery, the nim vital was used with aps. Initially, aps was started, and the nerves were stimulated and documented via quick tags without any issues. After the thyroid was removed from the situs, aps was still running. When the team attempted to document the nerves again, the screen froze after the first quick tag, preventing any further selections. Although aps and stimulation continued to run, documentation was not possible, forcing the team to shut down the entire system, resulting in the loss of all data.it was further stated they could not get baseline with this electrode problem was resolved with using an other aps electrode. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.